Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when removing the blue cap of a clearlink system continu-flo solution set, the tubing completely separated from the hard plastic. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the male luer. Further inspection was performed, and it was noted that there was no lack of solvent applied around the circumference of the tubing during assembly. The insertion of the tubing into the male luer was determined to be according to specification. Dimensional testing was also performed, and it was noted that the tubing dimensions were measured to be according to specification. The reported condition was verified. The most probable cause of the reported condition was a user error while the customer was removing the blue cover from the male luer. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.